Manufacturer narrative:
Dornier attempted to provide pm service on (B)(4) 2009, prior to the date of the reported incident on (B)(6) 2010, but was denied by the biomed entity. This is the 2nd medwatch report that (B)(6) has filed with this specific unit in the past 30 days. (B)(6) has been notified by dornier that dornier is willing to service laser if (B)(6) would formally schedule a service call with dornier, however, (B)(6) refuses to schedule a dornier service call as this laser is under a service contract with a third party service provider, not dornier.

Event description:
On (B)(6) 2010, dornier received a copy of a medwatch report filed by (B)(6). The report indicated that a holmium laser did not function as intended. Specifically, that the laser randomly shut off. Investigation revealed that (B)(6) contacted dornier customer service a day later than the event on (B)(6) 2010 to inquire about whether the laser fiber could cause their electrical breaker to trip. Dornier field service engineer (fse) was consulted and advised that the laser fiber could not cause an electrical breaker to trip. The fse advised a dornier service call for troubleshooting. Bayhealth personnel responded that they would have the laser serviced by their third-party service provider.